Event description:
It was reported that the device was used during an unknown procedure. It was reported by that the device would not fire. Another device was used to complete the case. There was no consequence to the pt.